Manufacturer narrative:
The commander delivery system was returned locked position. Loader cap remained over the flex shaft. No fine adjust or flex was used. A non-edwards blue catheter was also returned.  A review of imagery showed one spot of calcification present around the pulmonary valve; balloon burst appeared in longitudinal. The delivery system was visually inspected, and the following was observed: inflation balloon burst in longitudinal and radial tear; no missing balloon materials.  Dimensional inspection was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location.  All measurements met specification.  Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. During manufacturing, the delivery system balloon and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  All pv testing passed specification.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to balloon burst. A review of complaint history on confirmed device complaints (returned and no product returned) from december 2019 to november 2020 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon burst. Available information suggests patient factors (calcification) contributed to the complaint event.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed from through the visual inspection of the returned device. However, no manufacturing non conformance was identified during the evaluation. A review of the DHR, complaint history, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. As reported, 'the balloon was burst during the 2nd operator hasn't reach nominal volume yet'. It was noted that patient had calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, a pre-existing valve was present in the patient native annulus. It is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. Available information suggests that patient factors (calcification/pre-existing valve) may have contributed to the complaint event. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment escalation and corrective/preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-15073. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transcatheter valve with a 29mm sapien 3 in the pulmonary position, post implant, abnormal leaflet coaptation and severe pulmonary regurgitation were noted.  A valve in valve was performed with a second 29mm sapein 3 valve.   During 2nd valve implant, the commander balloon burst. The delivery system was removed, and the valve was post dilated resulting in residual moderate pulmonary regurgitation (intra thv valve).   The patient is in stable condition post procedure.